Manufacturer narrative:
B3: estimated as it was reported that event occurred in 2022.

Event description:
It was reported via an online community that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted in 2022. At an unspecified time within the year, device related thrombus was identified. By (B)(6) 2022, the thrombosis had resolved, and the patient underwent an ablation procedure for atrial fibrillation. The patient stayed in sinus rhythm and by (B)(6) 2023, the patient was off eliquis and on aspirin only. In (B)(6) 2023, the patient experienced a deep vein thrombosis.